Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) revealed under-sensing. No intervention was performed as programming changes are under review. The patient reported no adverse consequences.